Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was unaware of any discrepancy between the patient programmer and recharger charge status. The patient also reported that she received a replacement part and everything is working fine. She reported that other than needing the replacement she had no issues. The patient stated the therapy was working fine and there were no device concerns. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger connector pin was broken and the pin is stuck in the ins recharger (insr). The patient reported that they sometimes will see the ¿charge the insr battery¿ flash on the screen. The patient reported that the patient programmer (pp) was showing that the ins battery was 3/4 full but the insr shows that it is empty. It was reported that the insr and pp were showing different battery levels for ins. No patient complications have been reported because of this event.